Manufacturer narrative:
The lot number was unknown, therefore a manufacturing device history record (DHR) review or product/process changes review for the lot number could not be performed. However, all DHR¿s are reviewed to meet regulatory requirements prior to product release. A sample was not returned for evaluation and no additional information, pictures or videos were provided for evaluation. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. The root cause and corrective actions could not be identified without a sample to evaluate. This complaint will be closed with no further action; if sample is received later, the complaint will be reopened for a more robust investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports that they were called to the bedside to assess with a PICC as dressing was saturated. Upon assessment, and flushing of both ports, fluids noted to be leaking at insertion site. The doctor at bedside suggested pulling the PICC back 5cm and using it as peripheral, however the PICC continued to leak. The PICC was therefore removed, and the line was intact. The patient tolerated it well. Placement of a second PICC will be attempted.